Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that paramedics were recently called in response to a blood glucose level of 67 mg/dl. Customer stated that ems informed her that only blood glucose levels of 20 mg/dl and below were considered emergencies. The customer was not treated or transported to a hospital. Customer was wearing the insulin pump at the time of the incident. Blood glucose level at the time of the call was 127 mg/dl. The customer stated that the insulin pump had recently been exposed to high magnetic fields during a procedure.